Event description:
The customer reported that they had discarded a whole blood unit for hemolysis. Pink plasma was noticed after centrifuging the unit. This was done by visual inspection. The customer does not test for hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood testing, therefore, no patient information is reasonably known at the time of the event. The disposable kit will not be returned, because the customer has discarded it. This report is being filed due to possible hemolysis.

Manufacturer narrative:
(B)(4). The device product code 'ksr' was used due to being a required field. The customer stated that their procedure states to place wet ice directly on top of the of the collected units. The customer is aware that they are not compliant with the recommendations for transport of rbc's in the aabb tech manual. They are in the process of updating their procedures. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the manufacturing records, testing and inspection records, and retention records were analyzed for this event. No abnormalities were found. Root cause: the root cause of hemolysis reported by the customer was not identified. Hemolysis is commonly caused by the following factors. Characteristics of blood; there is a possibility of hemolysis if the donor's blood is characteristic of red blood cell fragility. Bacterial contamination; hemolysis is likely to occur if bacteria are present in the blood bag for some reason. Excessive cooling; blood is gradually congealed and eventually hemolyzed when it is cooled below -3 degrees. There is a possibility of hemolysis due to this factor, if a blood bag is locally cooled in the refrigerator.